Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (3 mg/ml at 1.2 mg/day) via an implantable infusion pump. It was reported that there was difficulty refilling the patient's pump and the pump was re-anchored and the pocket was revised. The cause of the issue was not able to be determined. The issue was reported to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.